Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed of.

Event description:
Customer reported that whilst using the timex loan kit ¿ the conical extraction rod 6mm (1806-0353) broke inside of the nail during removal. Patient booked to undergo further surgery on (B)(6) 2018. Rep was not present for case and when received the call regarding the breakage the instrument had already been thrown away.

Manufacturer narrative:
The event of allegedly broken extraction rod, conical t2 humerus could not be confirmed since the item was not returned and no other evidences provided. There was no nc / CAPA filed for this product with this failure mode. Review of the device history records revealed no discrepancies. The device in question was documented as faultless prior to distribution and had been shipped to the UK roughly 10 years ago. As to missing item it could not be determined in what way the humeral extractor had broken nor if broken at all. Referring to received information from the market ¿¿revision extraction case but ¿ was not told why the reason for removal. They tried to remove the femoral nail (indicated as gamma3 nail) but it did not budge. Therefore they used the 6mm extraction rod and it broke the inside of the nail during the removal. ¿the surgeon was not worried about the incident. They were thinking of doing a follow up, however nothing was scheduled. According to received information a not recommended instrument was used for removal of a gamma3 nail. The used instrument is intended and identified as instrument for removal of t2 humeral nails with quite smaller dimensions. Thus, the event was regarded being user related. With above information a deficiency of the instrument could not be verified. In case product or essential information becomes available we reserve the rights to re-open the investigation incl. Change of root cause.

Event description:
Customer reported that whilst using the timex loan kit ¿ the conical extraction rod 6mm (1806-0353) broke inside of the nail during removal. Patient booked to undergo further surgery on (B)(6) 2018. Rep was not present for case and when received the call regarding the breakage the instrument had already been thrown away.